Manufacturer narrative:
(B)(4). Batch # n5452z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch and lot.

Event description:
It was reported that during a semi-open pneumonectomy, only one staple line was deployed. The device was used on the bronchi. The cartridge color was blue. Additional suture was done to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the tx30b device arrived with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.